Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and showed a travel coarse error and a travel reverse error. A review of the 12-month service history was performed, and no recent service history was found. The device was visually inspected, and functional testing was performed. The customer's reported issue was reproduced, and the probable causes were identified as worn clutch and leadscrew components. Cracks were also found in the plunger case. All worn and damaged components were replaced. All sensors were recalibrated, and the standard 1a12 configuration was loaded. The pump subsequently passed all functional testing.

Event description:
It was reported that the medfusion pump experienced a travel reversal error during testing. There was no patient involvement, and no harm was reported.